Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
During an iliac aneurysm repair procedure, the valve leaked throughout the procedure. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.